Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received four inappropriate shocks from the device, due to t-wave oversensing. The sense vector was reprogrammed from alternate to secondary. Six days later, the patient received another inappropriate shock. Review of the episode showed diminished r-wave amplitudes and noise that was oversensed. Automatic setup was performed and the device selected the primary vector. The device remains implanted and in service. No additional adverse patient effects were reported.